Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the peritoneal inflammation was unknown. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) and unspecified infusion (intravenous) for the event. The patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.